Manufacturer narrative:
Zimvie complaint (B)(4). B4: date of this report, b5: describe event or problem, d4: additional device information- expiration date updated , UDI updated, d9: device availability, g3: date received by manufacturer, g6: type of report, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date updated, h10: additional narrative. Zimvie received one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual evaluation was performed, the implant had bone debris on its internal and external threads. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. A ieeha445 was returned attached to the implant. No damage was identified. The device listed as a concomitant product. DHR review was completed for the subject lot number 1271044. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271044 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title, first name, last name and email address are not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that complication noted, swelling, bleeding. The implant was removed.